Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had trouble with a lost sensor alarm. Customer's blood glucose was 47 mg/dl at the time of the incident. Customer treated with glucose tablets and ate chips and dip. Customer declined troubleshooting for low blood glucose and stated that it was a schedule of activities. Customer stated that he was chopping wood. Customer found that the sensor had a 90 degree bend that was about a 3/16th to a quarter of an inch. Customer was advised to change the sensor and that the sensor will be replaced.